Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with high blood glucose levels over 600 mg/dl. The customer stated that she had just changed the infusion set the morning of the hospitalization. The customer stated that after leaving the hospital, she removed the infusion set and noticed that the cannula was bent. Troubleshooting was performed and the insulin pump passed the high pressure test.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.